Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels (>400 mg/dl) and possible ketones. Customer was released from the hospital on (B)(6) 2014.